Event description:
According to the reporter: pediport flanges broke in 3 units. No change to normal practice occurred. The flanges were open as normal after placement of the port but in 3 cases the flanges were broken on one side and not fully attached. The device reprocessed or re-sterilized prior to use?

Event description:
Additional information received from the account: procedure: total laparoscopic hysterectomy. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).